Event description:
The reporter alleged a discrepant result was obtained on the device when compared to a lab. The device result reported was 5.1 inr and the lab result reported was 2.6 inr. The device was replaced and requested to be returned for eval.